Manufacturer narrative:
September 24, 2015 follow up: customer reported that blood glucose levels are fine. Customer stated that health care provider will be consulted regarding evening pump settings. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer blood glucose levels were elevated when waking (400 mg/dl).